Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks after the implant date, the patient experienced an infection at the implantable cardiac monitor (icm) implant site. The device will be explanted and replaced. No further patient complications have been reported as a result of this event.